Event description:
(B)(4). I had essure inserted 4 weeks post partum. I know the leaflet says 6 weeks so I'm not sure why my gyn did it early and if that's the reason for so many issues. It went horrible. I was not given anesthesia and wasn't given valium. Absolutely nothing except for motrin. The shots in my cervix hurt so bad. While the camera was being inserted I started getting horrible pain in my neck my lower back. It was spasming. It felt like my neck and back were going to pop and I could not stop shaking. Doctor had to pull everything backed out of the cervix. He then asked if I was ever in a car accident. I said I was around 10 to 12 years ago. He said he never seen anything like that happen to a patient before. He was on my cervical sign and thinks it may have triggered the spasms but wasn't sure. I started freaking out. The pain was unbearable and I began screaming. After 5 minutes it went away. They propped the bed up a little and decided to try once more. If I began hurting he would stop and not try again. This time no spasms. When the coils were inserted I got extreme cramping that made me want to slap the doctor. When it was over I got up and was told I will leak out saline but no blood. However there was just a little bit of blood. I put on a pad. I knew when I went in that I was bleeding slightly like the end of my period. Started driving home and felt gushes. Thought it was just saline coming out. Looked down and nope blood everywhere. I pulled over. Grabbed a towel to place under me and one of los diapers and stuffed my panties. I live an hour away from my dr and any civilization! Very small town. I run to the bathroom and pull off clothes, and pad and diaper. Diaper was soaked and had a clot the size of my fist in it. Then while sitting on the toilet another fist sized clot. Plus the blood would not stop. Called the dr on call. He said I shouldn't be bleeding like that because no cuts or incisions were made. Just the small pin size hole in cervix. He said I could go to the emergency room or lay down and see if the bleeding stops. I decided to lay down. After 30 min the bleeding eased up. Today is better. Heavy bleeding and cramping but nothing like what I had. Nurse called and said because this is my first period it would be bad. They are out of their minds. Whatever happened yesterday had me bleeding cups of blood. I have had natural child birth, a c section and had got bit by a dog on the face which required several stitches. You add all that up and still this experience and pain was the worst. The horrible feeling of what I thought were my neck and back breaking and cervix pain was unbearable. I do not recommend this without anesthesia or at least a valium. If I could go back to tomorrow I would not have done it. Soon following insertion (like same day) I started having a feeling of fire running down my butt and legs. Then later it went to my hands and feet. Migraines 2x a week. Heavy periods. Extreme pain in ovary areas. I have nerve damage and I think it's from problems during the procedure. The gyn should not have attempted again after the first fail. Instead a one minute break and back in he went. I get weird rashes on my lower abdomen now also. I have had to get steroid epidural shots and pay out of pocket and it's still not fixed.